Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery issue. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found no delivery alarm was resolved by a complete set change. The product will not be returned for analysis.